Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a constipation problem. It was not reported if remedial therapy was rendered. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, prior to the start of antibiotic therapy. On an unreported date, the patient began remedial therapy vancomycin. Fortum and tobramycin. The root cause of the peritonitis was the constipation problem. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. It was not reported if the outcome for the event of constipation problem had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of constipation problem.

Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error was identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined.